Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings. Unable to confirm adhesive anomaly due to product was returned opened/used.

Event description:
Customer called stating her sensor glucose readings and blood glucose levels are about a hundred points off. Customer's blood glucose is 109 mg/dl, but her sensor is reading 200 mg/dl. Customer stated the sensor got a little wet, and since then the readings have been off. She took a shower and the adhesive started coming off. She was advised that the sensor may have come out, causing the discrepancy. She was advised about extra tape for different conditions. A replacement was sent, and customer sent her faulty sensor back for analysis. Nothing further reported.